Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy.  The nurse stated that the patient recently switched clinics. The patient was reportedly diagnosed with peritonitis at the previous clinic and had their catheter removed, however, the nurse was unable to confirm this information. The cause of the peritonitis was unknown.  It was not reported if the patient was hospitalized for the event.  Treatment and outcome are unknown. No additional information is available.